Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to transfer a patient (age and gender unknown) from another device to this device, the device displayed an :internal error occurred, system reset required" message. The clinician indicated they left the patient on the original device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.